Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revision hip. Implanted the stem. Went to implant proximal body, implanted that, all was fine. Put in the screw. When torquing the screw, the area where the threads meet the solid part of the screw sheared off. The threaded part of the screw remains in the stem in the patient. Proceeded with remainder of surgery. The product in question was a revision part, not the primary."